Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device touch screen is not working. A device was returned to a third-party service center. During the evaluation of the device, they found out that the customer complaint is reproduce. The device cannot be updated due to the pc has electrical damage. In addition to the above findings, pca and iu bezel with electrical damage were observed. The pca was replaced. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.